Event description:
The cardio messenger was getting very hot while charging. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the cardiomessenger was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis of the cardiomessenger the observation could not be confirmed. The device showed no signs of damage or heat effects. The device could be switched on properly and the battery could be charged successfully. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.